Manufacturer narrative:
On (B)(6) 2014, the patient sent photos showing a necrotic area on left midface. The patient declined seeing the recommended dermatologic surgeon and has been seeing a dermatologist he is familiar with. The dermatologist is monitoring the skin breakdown and telling the patient it will heal with time without the hyperbaric treatments. Dr. (B)(6) has been in contact with both (B)(6) and the patient. On (B)(6) 2014 (B)(6) received photos from the patient showing the necrotic area is healing well and the skin is nearly totally re-epithelialized. During follow-up on (B)(6) 2014 (B)(6) reported the patient's skin is looking much better. Dr. (B)(6) offered laser treatments to the patient; however, he declined the offer. The device history record for radiesse lot # 100066317 was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
Rn - injector reported a patient she injected with 1.5 cc of radiesse split between the cheeks and nasolabial folds on (B)(6) 2014. At the time of injection the patient experienced blanching on the left side of his face. She massaged the area and the capillary refill returned. On (B)(6) 2014 the patient reported a pale area of the left midface region with swelling and pain. The patient sent photos showing obvious swelling and visible pallor. He was instructed to use warm compresses, massage area and take aspirin. The patient is located in a different part of (B)(6) than the injector. Later in the day ((B)(6) 2014) the patient went to the e.r. The e.r. Physician requested to speak with a (B)(6) medical director and dr. (B)(6) was contacted for consult. Dr. (B)(6) believes the patient experienced vascular compromise with possible compression or vascular insufficiency to the infraorbital branches. Dr. (B)(6) feels that the patient was appropriately treated with warm compresses, nitro paste, asa and viagra. Dr. (B)(6) recommended hyperbaric o2 treatments and arranged for the patient to see a dermatologic surgeon in his area.